Event description:
According to the reporter, during a laparoscopic procedure, the suture needle came off the suture handle and needed to be extracted with laparoscopic instruments. However, it could not be extracted and was left in the tissue. Another suture from the same batch was opened, and the problem did not recur.

Manufacturer narrative:
D10 concomitant products: 170052 endo stitch 0 vio 120 polysorb - 170052, lot# j3c2102y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.